Event description:
Additional information from the customer indicated the procedure was delayed by 5 minutes to replace the olympus device with another from a different manufacturer, however there was no patient impact and no additional sedation required due to the delay.

Manufacturer narrative:
New information added to the following fields: b5, d8, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. It was observed that during the device evaluation, the xenon light source exhibited fan failure where the cooling fan on the lamp house side did not work. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cooling-fan is not rotating, causing a e101 (temperature error) to rise inside the chassis. Additionally, olympus confirmed the formation of rust inside the enclosure. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a laparoscopic procedure, an e101 error occurred on the light source, and it was switched to an emergency light. It was replaced with another one and the procedure was completed. No reports of any delay. There was no health damage from this event. There was no death or injury including infection, and no reported patient impact. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment. No reports of life-threatening condition arose due to the malfunction.